Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date. Model #, and if ind/preanda, give protocol # is unknown, no product information has been provided to date.

Event description:
It was reported that the pump alarmed "no disposable clamp tubing" while the reported cassette was attached to the pump. No patient injury was reported.